Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 2 months after initial implant due to extensive osteolysis and large cyst formation of the medial femoral condyle and poly wear. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 620-00-02 - platelet rich plasma kit with spray tips. (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 620-12-02 - accelerate prp 60 ml & acd-a. These devices are used for treatment and not for diagnosis. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.